Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, during laparoscopic radical resection of rectal cancer, the stapler partially cut the tissue. After firing, they found that there was one third laps of anastomosis failed to cut, resulting in difficult to remove the tissue. There was no medical intervention was required.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during laparoscopic radical resection procedure, the device did not fully cut the tissue during the intestinal anastomosis. When it was ready to exit after the firing, it was found that 1/3 of the tissue at the anastomosis failed to cut, resulting in difficulty in removal. The surgeon then manually cut the tissue along the staple line using the blade, removing the tissue that had not been resected to create a fistula. There was no injury caused to the patient.